Event description:
Scrub nurse noticed when testing midas rex that it did not sound right. The scrub handed the drill to the surgeon, they again tested the drill and decided not to use it. The surgeon handed the drill back to the scrub nurse and at this time the inside of the drill broke and fell out on the field but not near the surgical wound.